Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was bent and the side plates, shoulder bolts and washers were worn. The comb, side plates, shoulder bolts and washers were replace and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance the device was found in need of repair for calibration. Investigation found the comb was bent. No adverse event was reported as a result of this malfunction.